Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device¿s knife blade would not retract to the open position, when forced to open the cutting mechanism, the knife blade was still out. There was no patient injury.